Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 29, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device . Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was inspected upon receipt to show some buildup in the reservoir. The affected sample and a representative retention sample was built into a circuit to test for venous filter clotting with conditioned bovine blood. They were circulated for one hour at 5lpm with no anomalies noted. The samples were then disassembled and inspected for clotting in the venous filter and no new clotting was observed. The affected sample did have a couple pieces in the venous filter that suggest clotting may have occurred during the case, however, as the event could not be replicated, a definitive root cause is not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, an obstruction on the venous line was observed. On (B)(6) 2021, they had to urgently change-out the fx 15 reservoir while on bypass with a 14kg, (B)(6) year old pediatric patient because, they believed there had been an obstruction along the venous line that did not allow them to drain properly. They were on bypass at 0939 and almost immediately realized that there was an issue. They tried multiple attempts to correct the drainage problem ensuring act was appropriate and no visible clot. The blood pressure remained low due to inability to have higher blood flow secondary to poor drainage and collateral burden given her complex congenital physiology. Prior to changed out, they attempted to come off bypass for 1 minute to connect the venous line to the inlet of a new reservoir and connect the outlet of the new reservoir into the quick prime port at the top of the old reservoir; however they were unable to improve the situation. At 1100, the decision was made to crash cool to prepare for change out of the reservoir. They came off bypass at 1105 and it took 3 minutes to cut out the old reservoir while preserving the oxygenator, and re-attached the many shunts/suckers/positive purge pop-off/recirculation line, and they went back on at 1108. The cerebral sats remained in the 80s during the process. They were 24 degrees at the time, with ice on the head in preparation for the procedure. Once back on bypass at 1108, the drainage had improved and they were able to provide better output. The surgery carried on and they maintained better perfusion pressure the rest of the case. The surgeon made the decision to only perform half of the procedures scheduled because of the longer length of time on bypass, poor perfusion pressures prior to reservoir change-out and unanticipated complex anatomy. Additionally, the patient underwent crash cooling leading to increased coagulopathy risk and necessity for blood products, extended time on bypass and extended cardiac ischemic time, increased risk of bacteremia given urgent change-out and cuts into sterile lines, 4 total minutes of circulatory arrest, some blood loss (approximately 25-50ml). The patient was successfully extubated, stable and is currently awake and appropriately communicating on post-op day 1. There was a 4 minute delay. The product was changed out. Procedure was completed successfully.